Event description:
As reported to coloplast though not verified, patient was implanted with restorelle directfix anterior mesh. Later the patient experienced contact dermatitis entrance to vagina, nerve pain from buttock to foot, fecal incontinence after significant constipation and asymptomatic recurrent cystocele. Pain medication, muscle relaxers, miralax and hydration were prescribed and allergen avoidance reinforced.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. Device not returned.